Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail found. H3 other text : see h.10.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles did not deliver medication during use. The following information was provided by the initial reporter, translated from chinese to english: "two pieces of the pen needle products were blocked, which was reported to the manufacturer." "The patient had a history of diabetes for many years and was injected 4 times a day."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd micro-fine"+ pen needles did not deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "two pieces of the pen needle products were blocked, which was reported to the manufacturer." "The patient had a history of diabetes for many years and was injected 4 times a day."